Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer¿s blood glucose level went as high as 541 mg/dl and as low as 2.3 mmol/l. Customer treated their blood glucose via insulin pump. Customer¿s mother advised the patient experienced severe hyperglycemia. Customer¿s mother advised they had a bad infusion set site and changed it out.